Event description:
It was reported that a r3 shell impactor broke intraoperative. No items were left in patient, no harm was done to the patient and no delay was reported. S+n backup was available, but not needed. The procedure was completed using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that a r3 shell impactor broke intraoperative. No items were left in patient, no harm was done to the patient and no delay was reported. S+n backup was available, but not needed. The procedure was completed using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. Results of investigation shows impactor has a damaged threads.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the threads on the device are damaged. This device exhibit signs of significant wear/ usage. This device was manufactured in 2019. A medical investigation was conducted and per complaint details, the r3 shell impactor and a r3 slap-hammer broke intraoperatively. However, the procedure was reportedly completed with the same devices without retained foreign bodies, patient harm, and/or surgical delay and although available, the s+n backup was not needed. Per the product evaluation, the device exhibited signs of significant wear/ usage. Since no patient impact/injury/harm was alleged, no further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.